Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining accutni results in the risk stratification range for nine patients' samples generated by the access 2 immunoassay system. Repeat testing on an alternate instrument resulted in the normal reference range. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Qc was within the customer's established ranges through out this event. A field service engineer (fse) was dispatched on-site: first cleaned the wash and precision valves. Fse performed a system check which failed. Fse next replaced the peri-pump tubing and aspirate probes, rebuilt the wash and precision pumps, and replaced the mixer pulleys and rollers as well. Fse lastly cleaned the incubator track and wash carousel and adjusted the wash carousel alignment. A system check was repeated and met specifications. Although hardware issues were addressed, no definitive device failure could be determined.